Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
(B)(4) received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise and high out of range pacing impedance measurements greater than 2,000 ohms. An invasive procedure was performed. The device was explanted and replaced. Damage was noted to the lead body and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received that fluoroscopic imaging of the lead revealed a gap in the lead before the proximal coil. The lead was not tested on a pacing system analyzer (psa) and lead to device header connections were verified to be appropriate.